Event description:
It was reported that during a pta procedure, the guide wire fractured when being removed through an 18 gauge introducer needle. The separated tip was found in the pt's right profunda artery. The tip still remained in the pt when the pt was transferred to another institution to undergo bypass surgery. (Unknown if surgery is related to the separated tip). It is unknown if the guide wire tip was removed during surgery, and the pt outcome is unknown.